Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01138. It was reported patient¿s leads were migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced with a paddle lead. This addressed the issue.